Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that in (B)(6) 2013, the patient received a notifier alert for high atrial impedance and the device was programmed to vvi mode. Multiple atrial noise reversion episodes were observed, suspected to be due to internal oversensing of the high voltage lead impedance measurements. It was suspected that the intermittent high impedances may be a result of a loose connection of the atrial lead to the device header. However, since the episodes were infrequent, the physician elected to take no action. The device remains implanted.